Manufacturer narrative:
This is a final report.

Event description:
The patient's device was explanted in 2007 due to an incomplete insertion of the electrode array into the cochlea during the initial surgery. The patient was reimplanted with a new device during the same surgery.